Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported during an unknown procedure the tissue pad detached from the device and fell into the patient. The surgeon retrieved the piece and finished the procedure with no patient consequences reported. It is unknown how the procedure was completed.